Manufacturer narrative:
The hill-rom tech found the bed exit not alarming due to an inoperable external buzzer. See scanned page. A search of the hill-rom maintenance record did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The tech replaced the external buzzer to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not alarm. The bed was located at the account in the bed park. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).